Event description:
As reported by an affiliate, during angioplasty, it was noted that there were no marker bands on the balloon shaft of a 3.5 x 20 sakura dura star ptca balloon to indicate 90 or 100cm mark. The missing bands were noticed when the device was in the guiding catheter in the pt. The target lesion and vessel/lesion characteristics were unk. There had been no resistance or friction while inserting the device through the catheter and there was no injury to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.